Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to disassembly of the humeral liner from the humeral tray. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined, as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient presented on (B)(6) 2023 and patient reached our in horizontal adducted position and felt "pop" with pain. The patient was revised on (B)(6) 2023. The case report form indicates that this event is possibly related to device, definitely not related to procedure. Outcome: resolved on (B)(6) 2023.

Manufacturer narrative:
Pending investigation. D10: serial number item number and full description: (B)(6) - equinoxe reverse tray adapter plate tray, (B)(6) - rs expanded glenosphere 42mm, +4mm offset.